Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported to the FDA on medwatch (B)(4), that the insulin pump was giving her inaccurate insulin delivery due to a crack on the casing of the insulin pump housing around the reservoir compartment. The customer stated that this was the third time this had happened in the past two years. The customer stated that she was experiencing high and low blood glucose levels due to over and under delivery of the insulin pump. The customer had called on (B)(6) 2013 to report the cracked reservoir compartment, and the insulin pump was replaced at that time. Nothing further was reported.